Event description:
It was reported that the lead exhibited 1300 ohms impedance. Ventricular thresholds had risen from 1.25 v, 0.4 ms to 2.25 v, 0.8 ms over a period of time. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.